Manufacturer narrative:
The 3 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. The device was code was updated and section h codes have been updated to reflect this.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced lacking/ size of/ force of/ position of grasp/step points (not ergonomic). There was no patient involvement.

Manufacturer narrative:
This supplemental is being filed for an adjusted device code/hazard after further investigation. Section h codes have been updated.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was no patient involvement.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced start-up resistance/rolling resistance is too great (difficult to start/move). There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.